Event description:
A customer observed positively biased qc results using vitros valp reagent on a vitros 5,1 fs chemistry analyzer. There were no misreported pt results and there was no allegation of pt harm.

Manufacturer narrative:
Investigation into this event was unable to determine a root cause. This event occurred with the last pack of the lot in question at the customer site, and no further troubleshooting could take place. The customer has achieved acceptable valp performance, with a new lot of vitros valp reagent.